Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000176, serial/lot #: unknown. A representative went to the site to preform a system check out. It was reported that there was a defective power conversion unit and charger assembly. Once replaced the system was ready for use. The returned power conversion enclosure failed bench testing. It was noted that the transistor failed and was shorted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding the imaging system. It was reported that outside of a procedure the fans on the imaging system kicks on when the umbilical cable is disconnected. The items that the manufacturer representative had received were bad at install. There was no patient present.